Manufacturer narrative:
Field service on the equipment was not requested. Note: at the date of this report, amo has provided all available information. No further information is available or expected.

Event description:
The distributor reported that a patient was treated for lasik vision correction in (B)(6) 2007 in the right eye (od) and at a post operative examination, the patient presented with a visual acuity of 20/80 distance vision and 20/40 near vision. The patient's bcva was 20/20 distance and 20/40 near. The patient's pre-op visual acuity in the od eye was 20/20 distance and 20/100 near vision. The patient expressed dissatisfaction with his visual acuity and in (B)(6) 2009, the doctor implanted a tecnis multifocal lens in the od eye. The patient presented with a myopic astigmatism following the surgery and reported visual disturbance for both far and near vision. Three months after the surgery, the doctor performed a laser ablation in the od eye; however, the corrected epithelium was weak. The patient is reporting his near vision is poor and he is wearing reading glasses. He continues to experience visual disturbances and reports diminished quality of life. The manufacturer's report for the tecnis iol is 9614546-2011-00060.